Event description:
Boston scientific crm received information that this device triggered the end of life (eol) indicator with a monitoring battery voltage of 2.75 v and charge time measurements of 30.5 seconds.

Event description:
Subsequently, this device was explanted and returned for anlaysis.

Manufacturer narrative:
When testing is complete, this report will be updated.

Event description:
This device was subsequently explanted and returned for anlaysis.

Manufacturer narrative:
A review of device memory revealed that the device declared end of life (eol) after experiencing one charge time greater than 30 seconds. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eol was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance.

Manufacturer narrative:
No adverse patient effects have been observed. At this time, no additional information is available and records indicate that this device remains in service. If additional information becomes available, this report will be updated.